Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
(B)(4). Device history record review was conducted on (B)(4) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient called animas back. The patient reported that her blood glucose (bg) was running from 200 to 400 mg/dl and she was working wither her health care provider (hcp) to adjust the rates. The patient's reported bg does not meet animas criteria for an adverse event. She reported that she was put in touch with an animas representative who advised her to change her set and location. The patient reported that she switched to a new infusion set changed her site location to the side of her abdomen; she reported that within 5 minutes her bg started to resolve. She reported that she had no further problems since and she continued using her loaner pump. Prior to contacting the animas representative, her hcp thought the issue was the pump or tubing; the hcp increased the basal rate but her bg reportedly remained high. She reported that she was placed on injections bg came down but was not resolved. The patient reported that she was not trained on the infusion set and was unsure of the fill cannula step; customer support advised the patient of the purpose of the fill cannula step. The patient was giving herself an additional .5u of insulin and was advised to review the fill cannula step with her hcp to prevent low bg. The patient reported that during the elevated bgs, she had no issues with air bubbles, no signs of leakage, no change in diet, no change in activity, no cold or infection, no new medicines, and no missed boluses. The patient reported having some trouble with bent cannulas but reported that her elevated bg she did not have this issue. The patient reported that some sites had blood when removed; the patient confirmed that she did not have any lumps or puss at the insertion sites. Customer support advised the patient that blood at the site could be an indication of an issue which could have been a factor in the patient's elevated bg.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that her doctor took her off the pump due to the possibility that the pump was not delivering insulin appropriately. There is no indication that an adverse event occurred. There is no further information available at this time.